Manufacturer narrative:
The company rep observed that the fill tubing, which is external to the device, was stretched and had been cut into two pieces, causing the inability to autofill. While we cannot conclusively determine how the fill tubing was stretched and broken, this type of physical damage is consistent with the tubing having been caught on something while the iabp was being moved. The company rep repaired the fill tubing. The iabp was tested to factory spec. It functioned normally and was returned to the customer. Additional info has been requested. A supplemental medwatch form will be filed when our investigation is completed. (B)(4).

Event description:
The customer reported that prior to use on a critically ill pt, the iabp generated an autofill failure alarm. They were unable to initiate therapy. The pt expired.